Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported problems with the vertical lift. No patient injury was reported.